Manufacturer narrative:
Device and media analysis the 14f isleeve introducer sheath with the dilator was returned and device analysis was performed by a bsc quality technician. Visual and microscopic analysis of the 14f isleeve introducer sheath was performed. All three (3) expansion seam lines were expanded and the device tip was partially split at a seam line. The observed seam expansions and tip split are expected to occur during use and are not considered damage to the device. On the device tip not in the same location as the expected tip split a portion of the tip was partially detached. A sheath kink was identified 15.5cm proximal of the tip. Three (3) photographs of the 14f isleeve introducer sheath were provided to assist in the investigation and were reviewed by a bsc quality technician. The photographs showed a device tip split consistent with device usage as well as a partially detached section of the device tip. The photographs match the damage observed on the returned device. Photographic and product analysis confirmed the 14f isleeve introducer sheath was damaged in an atypical manner in addition to the expected seam expansions and tip split sustained during use.

Event description:
It was reported that atypical sheath tip damage occurred. Procedure summary a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was withdrawn, it was noted that the tip of the sheath was damaged in an atypical way. Ultrasound imaging confirmed no damage to the femoral artery had occurred. No resistance occurred during the procedure while using the 14f isleeve introducer sheath. Patient status no patient complications were reported.

Event description:
It was reported that atypical sheath tip damage occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was withdrawn, it was noted that the tip of the sheath was damaged in an atypical way. Ultrasound imaging confirmed no damage to the femoral artery had occurred. No resistance occurred during the procedure while using the 14f isleeve introducer sheath. No patient complications were reported.